Event description:
It was reported that the rover's battery is not charging. When the repair tech inspected the unit, he noted that the plug on the power cord was arching and causing the ground terminal to melt.

Manufacturer narrative:
The power plug was replaced and the device was returned to service after passing safety and functional tests.